Event description:
It was reported that during a gastrectomy procedure, the device locked across the 12mm trocar and could not be opened for use. The device locked before being used for the stomach transection. Another device was used to complete the procedure. It was not reported how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). Information anticipated, but unavailable at this time.